Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the cover of light guide bundle was damaged, the distal end was shaved, and due to annual inspection, parts must be replaced. In addition, the grip had a scratch, the suction cylinder had no color, and the switch box had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had residual liquid. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement. Related patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.